Event description:
It was reported that, the large hem-o-lok clip applier instrument was defective. No other information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details were available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was found to have a loose grip cable at the proximal end in the housing of the instrument. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. Additional observation related to the customer reported complaint: the instrument was installed on an in-house system and driven. The instrument failed the clip test due to misapplication of the clip. The clip did not close completely. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).